Event description:
The account reported that upon removing a flat lesion with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d, a pt's colon wall was perforated (note: the flat lesion was in the 2nd portion of the duodenum). The settings were apc pulse 1 at 20 walls power. Surgery was performed at a nearby hospital to address the situation. The pt is doing fine.